Event description:
It was reported that the davol closed wound suction evacuator (hemovac drain) tubing frequently dislodges from the insertion side. Despite performing "tug tests" and securing the drains, there have been five disconnection reports since may 8th. This issue needs to be escalated to davol for investigation, as it may be related to a manufacturing defect.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed - cause unknown. Two photos were received for evaluation. One photo showed the wound drain and evacuator and that they were disconnected and another photo where they were connected. Labelling review is unable to be performed as the product number is unknown. DHR review was unable to be performed as the lot number was unknown. Corrections made to tab(s) d and f. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the davol closed wound suction evacuator (hemovac drain) tubing frequently dislodges from the insertion side. Despite performing "tug tests" and securing the drains, there have been five disconnection reports since may 8th. This issue needs to be escalated to davol for investigation, as it may be related to a manufacturing defect.